Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia, hyperglycemia and death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported a patient had died while wearing a pod. The patient experienced nausea as well as vomiting while wearing a pod. The patients reported blood glucose level had dropped low (<20 mg/dl) as well as gone high (>500 mg/dl). The patients parent reports the patient was taking mounjaro for weight loss in which had been causing nausea. The pod will not be returned as it has been discarded. No further information has been provided as to this event. The patient's blood glucose history are as follows: time bg(mg/dl): 2/20: 2:10 am 80; 5:05 am 57; 5:10 am <20; 5:30 am 66; 7:35 am 221; 10:05 pm 79; 10:25 pm 71; 2/21: 5:15 am 220; 5:40 am 221; 3:10 pm 223; 2/22: 9:00 am >500; 10:55 am <20.

Manufacturer narrative:
The initial ((B)(4)) was filed inadvertently . Please refer to (B)(4) and the supplemental (B)(4) for the total depiction of the alleged event.